Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system gave cuvettes failing water blank after they flushed the probe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the system and identified an obstruction in the wash/ vacuum probe. The fse replaced the probe assembly.

Manufacturer narrative:
(B)(4).